Event description:
It was reported that this right ventricular (rv) lead had low out of range pacing impedances that were around 200 ohms about five months ago, and are now below 100 ohms. There were also observations of intermittent undersensing and not capturing. The patient was not dependent with no av node disease, so was 0% ventricular paced. The lead was checked in unipolar configuration with better sensing, however with isometrics there was noise oversensed. The patient had since been to see the electrophysiologist, but no further plan of action was known. The device had been reprogrammed to provide therapy in the atrium only. The system remains in-service at this time. No adverse patient effects were reported.